Manufacturer narrative:
One used device was returned to unomedical (B)(4). A visual inspection and tests for flow and leak were performed on the returned used device. The soft cannula was kinked (at the middle). Test for flow and leak was within specification. During mfg of the cannula part the soft cannula is kept straight by the introducer needle. However, if the introducer needle is bent during handling and packaging of the infusion set, this may affect the soft cannula causing it to kink. To prevent systematic failures during mfg, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. During use in general and specifically during insertion the pt may accidentally kink the soft cannula. The cause of death was reported as a result of cardiovascular accident/massive stroke. Since lot number is unk no further investigation to the lot can be performed. Used device: a visual inspection and test for flow and leak were performed on the returned used device. The soft cannula was kinked (at the middle). Test for flow and leak was within specification. Unused devices: no unused devices were returned for testing. Reference samples: the retained samples were not tested. Lot # unk.

Event description:
On (B)(6) 2012, a reporter contacted (B)(4) to inform the billing office that the pt died on (B)(6) 2012 as the result of a cardiovascular accident (stroke). The reporter asked customer technical support to review the devices to determine if there was any connection between the devices and the pt's death. The reporter stated that the pt had been on dialysis for two years and was on home dialysis at the time the pt suffered a stroke. The reporter said that the pt had recently experienced swelling due to fluid retention and suffered a stroke at home on (B)(6) 2012. According to the reporter, the pt called her around 1:00 am on (B)(6) 2012 to say he was out of breath and could not move the left side of his body. The reporter summoned emergency transport. It was said that when the pt arrived at the emergency room, he was wearing the pump and his blood glucose (bg) was determined to be elevated (unk value). The infusion set was removed and bent cannula was discovered according to the reporter.